Event description:
During review of the pt's programming history, it was found that 7/limit/high/no readings were obtained during a systems diagnostic test performed at a routine office visit five months after the pt was implanted. The readings resolved the same day indicating that this was most likely due to incomplete lead pin insertion that was resolved by re-inserting the lead pin. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Programming history received, impedance readings resolved the same day indicating that was most likely due to a pin insertion issue.